Event description:
It was reported that the patient received two occlusion alerts on an ilet system using a contact detach infusion set, and the issue resolved only after changing the infusion set and related supplies; additional replacement supplies were arranged and shipped to maintain therapy continuity. Investigation included troubleshooting with the user and education on supply replacement. Investigation of this case revealed that the occlusion condition was addressed by replacing the infusion set and supplies. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no medical intervention or hospitalization. It was concluded that the event was related to an infusion-set occlusion that was resolved through supply change, with the device functioning as intended after replacement.